Event description:
There is a recall going on for the physio-control lifepak 15 defibrillator. The defibrillators can lock up after delivering a shock. A large portion of our defibrillator fleet is affected, 104 devices out of our fleet of 108. In addition, we have seen one instance of the lock up issue that, luckily, did not involve a patient. It was found by one of our biomedical equipment technicians while doing scheduled functional testing and maintenance. This was reported on medsun report 4700030000-2019-8002. Styrker will be coming on site this monday (march 11, 2019) to perform the firmware update that will fix the lock up issue. Stryker will not be doing any kind of functional testing following the update. They did provide me a letter that basically states that this update is not an update and no testing needs to be done. From both a regulatory and a patient safety perspective, I am not comfortable doing a firmware update on the defibrillators without doing post update functionality testing. Specifically, joint commission ec.02.04.03, ep1, states that "before initial use and after major repairs or upgrades of medical equipment on the medical equipment inventory, the hospital performs safety, operational, and functional checks". Additionally, these are life support devices, and need to know that these work. This situation is forcing me to expend biomedical resources. I will be pulling two technicians to do the post update testing next week. It feels like the manufacturer should be required to do post update functional testing as part of the recall mitigation. Manufacturer response for automated external defibrillators (non-wearable), lifepak® 15 monitor/defibrillator (per site reporter). Stryker will be on site march 11, 2019 to begin firmware update. Stryker will not be performing any post update testing.